Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for post dilatation after stenting. However, on the third inflation at 17 atmospheres for 16 to 18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for post dilatation after stenting. However, on the third inflation at 17 atmospheres for 16 to 18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole in the balloon located 1mm distally from the proximal markerband. There was no markerband damage detected. Inspection of the remainder of the device presented no other damage or irregularities.